Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. Philips field service engineer (fse) evaluated the unit and determined that the unit was in need of a new battery. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure alarm. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 29 may 2019. MFR received date 17 may 2019. Philips field service engineer (fse) reported no repairs necessary. Instructed customer to contact philips customer care to order replacement battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 26mar2019. Device evaluated by MFR, patient and device codes, philips field service engineer (fse) confirmed the unit is in need of new internal battery. No repairs necessary. Instructed customer to contact philips customer care to order replacement battery. The customer will discuss retiring unit with her manager and has declined service at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.